Event description:
A medtronic representative reported that, while in a procedure, a nurse accidentally tripped over the power cable on the navigation system and they lost power. After plugging the power cable back into the outlet, they attempted to power-on the system, however, they were unsuccessful. The surgeon completed the procedure with the use of a second navigation system. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a user event as a result of a procedure that utilized medtronic navigation's landmarx evolution system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. RMA issued. A medtronic representative, at the site, found that following the reported event, the power cable from power supply to the power strip was broken. In trouble-shooting, the video splitter, cpu and power supply were all replaced. The returned video splitter and cpu were evaluated and both devices were found to be fully functional, no faults. The returned power supply was evaluated and found to have indirectly caused the event as the internal fuse was blown. Also returned the power cable for the splitter which was cut in two with exposed wire; this resulted in shorting the supply output and blowing the fuse. Ultimately the computer was replaced to correct the issue.

Manufacturer narrative:
(B)(6).